Event description:
It was reported that there is thermal damage inside the device battery compartment. It seems that there is a small bit that has melted a little. The issue was discovered during inspection. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection. However, the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation could not establish a cause for the observed condition.